Event description:
It was reported to boston scientific corporation that during preparation, when the uromax kit was unpacked, the sterile barrier was noticed to be torn.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.